Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because stent remains in the patient. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, non-calcified, 100% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.0x12 mm semi-compliant balloon, after which a 2.75x28 mm xience prime stent was deployed. Post-dilatation was performed with a 3.0x8 mm non-compliant balloon. After post-dilatation, a stent edge dissection was observed at the proximal stented segment. The dissection was covered successfully with a 3.0x12 mm xience prime stent. There was no reported clinically significant delay in the procedure. No additional information was provided.